Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a persistent c-33 error on the integrated electrosurgical unit (iesu) [erbe]. The customer power cycled the system, but the issue persisted. The customer used another erbe from another vision side cart (vsc) to resolve the reported issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] due to error c-33. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the following was found: during (power-on test), the (c-33) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis.